Manufacturer narrative:
Review if the device history records revealed no manufacturing or processing related irregularities. The trestle luxe 2-level plate was found to be properly manufactured and released in accordance with design specifications. Visual examination of the supplied photo found that the middle blocking slide had become completely detached from the implant. Product evaluation cannot be conducted. The implant has not been returned. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
While inserting the screws, the gold tab broke off.